Manufacturer narrative:
Device issue still under investigation.

Event description:
It was reported by repair work order that the head section of the bed would not go up or down and possibly was stuck at elevated height due to broken fowler actuator. No patient was affected and no adverse consequence or clincially relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the head section of the bed would not go up or down and possibly was stuck at elevated height due to broken fowler actuator. No patient was affected and no adverse consequence or clincially relevant delay in treatment was reported.

Manufacturer narrative:
Inspection was performed by customer which determined the fowler was unable to raise or lower due to the fowler motor malfunctioning. Issue resolved by ordering a new fowler actuator assembly for the customer to install. Evaluation performed by customer.